Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6) ((B)(6), (B)(6)); it was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant using a large flexnav delivery system. There was not calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient had a complete heart block, and a permanent pacemaker was implanted. The valve was successfully implanted. The final implant depth was 5mm from the distance between the intraventricular end of the valve to the non-coronary cusp. A perclose proglide closure device was used to close the femoral access site. At the end of the procedure, the patient had femoral access site bleeding requiring a stent placement. The patient status was reported as stable. The patient had a history of right bundle branch block and elongated pr interval.

Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had no calcification in the annulus and that the patient had valve implanted at a final depth was 5mm from the distance between the intraventricular end of the valve to the non-coronary cusp. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.